Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified mid circumflex artery. A 2.5 x 18 mm xience alpine stent delivery system could not advance to the target lesion due to the anatomy. The device was being removed from the anatomy through a 5.5f guideliner, when the stent dislodged in the left main. An attempt to remove the stent implant was made with a small balloon catheter; however, it was unsuccessful. A guide wire was advanced through the anatomy on the outside of the dislodged stent and the stent was crushed against the vessel wall with an unspecified non-compliant balloon and an unspecified 4.0 stent was deployed over the crushed stent. There was timi 3 flow down the left anterior descending artery and left circumflex. The procedure was completed with unspecified stent. The patient was in stable condition. There was no reported clinically significant delay in the procedure. No additional information was provided.